Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial:(B)(6), batch:7092831/7108494.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and was not getting adequate pain relief. The patient underwent a revision procedure where the ipg and leads were replaced.